Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: inguinal laparoscopic hernia repair. According to the rptr: the structural balloon failed to inflate during the procedure - pt outcome: no patient injury was reported.